Manufacturer narrative:
Date rec¿d by MFR : 21feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed and further clarified the reported issue. The unit declared an error 1111 (oxygen device failed). The fse then performed air flow accuracy testing and the unit failed. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 10may2019. A gas delivery system (gds) was returned for analysis. An investigation was performed and the product analysis technician reported that the airflow sensor drifted and caused the unit to pass out of the specified range. The root cause was determined to be isolated to a component (u1) of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. (B)(4). Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's airflow did not diminish when the device was placed in standby mode. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.